Event description:
The customer reported that the system locked up during fluoro. The system was rebooted and the procedure was completed. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep completed the system assembly inspections. He adjusted the workstation and generator. The rep tightened the ac plug and transformer connections and found corruption on the hard drive. He replaced the hard drive and reloaded the software and calibration files. He found a broken brake handle and ordered the part. The customer will replace. The system is operating as intended.